Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to oversensing and inappropriate shocks. The ICD was replaced at the same time for the same reason and the ra lead was replaced due to a fracture. The hospital retained the device. Should additional information be received, this file will be updated.